Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited rates below the lower limit. It was noted that the patient experienced bradycardia. The ipg remains in use. No further patient complications have been reported as a result of this event.